Event description:
It was reported that pt expired. The hcp noted that pt had a terminal illness-metastatic colon cancer. The hcp stated the cause of death was unrelated to the implanted system, but the specific cause of death was not reported. The drugs in the pump were: hydromorphone- 125.0 mg/ml, clonidine- 25.0 mg/ml, bupivacaine- 5.5 mg/ml, droperidol- 166.0 mg/ml.